Event description:
The nurse reported that a patient was being monitored with a bed sensor and an alarm. The nurse heard the patient speaking and went into her room and found the patient on the floor at the foot of the bed. The alarm was not sounding at the time. The bed sensor pad was pushed down to the foot of the bed. The patient was taken for an xray and was presumed to have a fracture, not actually seen on the xray. The nurse state the alarm and sensor pad was tested after the incident and both functioned properly. The facility discarded the sensor pad. Patient is healing from the injury.

Manufacturer narrative:
The alarm has been requested to be returned for evaluation but it has not been received. Note: this report is made based soley on information from customer. (B)(4).